Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Customer reported receiving unspecified error message on his adc meter and not testing his bg level for approximately 6 months. As a result of not monitoring his bg, customer reported losing consciousness and being treated with glucose intravenously at a local hospital. There was no report of death or permanent impairment.